Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that the cadiere forceps had a broken grip at the base. A piece of the instrument approximately 0.208" x 0.685" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw.

Event description:
It was reported that during a da vinci-assisted esophagectomy, the cadiere forceps instrument broke inside the patient. Isi followed up with the robotics coordinator to confirm that the defective cadiere forceps instrument was serial number (B)(6). The instrument was inspected prior to use. The surgeon only used the instrument on grabbing soft tissue. There were no collisions. No video recording is available. All fragment was retrieved. The instrument broke at the tip. There was no harm to the patient's tissue or the patient. The fragment issue was only with the cadiere forceps. There was no other issue with any other instrument. No patient demographic information was available such as age, gender, weight, ethnicity, or patient history.